Manufacturer narrative:
(B)(4). As the date of the event onset was reported as unknown; however, the date of hospitalization was reported as (B)(6) 2015 and will be considered the date of onset. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient had recovered. No additional information is available.